Manufacturer narrative:
Patient city - (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the israel. It was reported on 19-aug-2024 that the patient admitted to the hospital due to high blood glucose level was at 550mg/dl and IV insuline injection was given to patient as the treatment. Patient showed symptoms like dizziness. The trace ketones were also tested positive. Duraion of stay in hoaptal was for 1 day. No further information available.